Event description:
Redness and itching was reported by a pt after wearing an abdominal binder for one day. The pt had a spinal cord stimulator battery and lead removal surgery in 2002. Pt was instructed to wear the binder over a tee shirt. When the nurse called the pt on follow-up the next day to check on then, the pt reported the redness and itching. The skin is still red today, 06/2002. The customer will check with the hospital's purchasing dept to see if the pt charge sticker listed the lot number. If not, the lot number will not be retrievable. Ups will pick up the binder for return to co.